Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "low" (specific value was not provided). Due to the bg level the customer lost consciousness and scraped elbow and arms. Customer required assistance from emergency medical technicians (emts), who provided and assisted the customer with the consumption of glucose tablets and a sandwich to address the low bg level. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low bg was due to, "over-bolused with insulin without realizing the t:lock was not connected appropriately, then overrided iob and gave overcorrections with meals and in between meals after tubing connected appropriately." Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.